Event description:
Band was placed on patient's wrist to stop the bleeding after a cardiac catheterization procedure. Appropriate amount of air was added to the band but it began to lose air which caused a hematoma to develop.